Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other relevant events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Hip revision. What appears to be a fracture of a trident alumina ceramic insert. Trident aluminum ceramic insert and v40 taper aluminum head was replaced with stryker trident x3 0* polyethylene insert 36mm e, lfit v40 head 36mm +5mm.

Manufacturer narrative:
Corrected data: product available to stryker. An event regarding crack/fracture involving a trident liner was reported. The event was not confirmed. Product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned / not received.

Event description:
Hip revision. What appears to be a fracture of a trident alumina ceramic insert. Trident aluminum ceramic insert and v40 taper aluminum head was replaced with stryker trident x3 0 polyethylene insert 36mm e, lfit v40 head 36mm +5mm.